Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer sometimes experiences elevated blood glucose (bg) levels (highest of 250 mg/dl) that will not decrease even when delivering multiple boluses with the insulin pump. Reportedly, this issue had been occurring prior to using the tandem pump. The customer delivered correction boluses and used manual injections to address bg level. However, due to delivering too much insulin via manual injections to correct for the high bg, the customer sometimes experiences low bg levels. The customer reported a low bg level of 55 mg/dl, which was treated by consuming juice. It was confirmed that the customer was in communication with health care provider regarding diabetes management.